Event description:
It was reported that following a laparoscopic cholecystectomy procedure, the patient had a post op leak and was returned to the or. Two devices were used during the procedure. Both devices were discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.the event was reviewed with ees cross-functional team consisting of cq, marketing, medical affairs, and product life-cycle. (B)(4)

Manufacturer narrative:
(B)(4). Additional information received from rep: I spoke to (B)(6) and he could not remember what specifically occurred with the patient in the pi and said that any number of things could have cause the duck leak post op. He said that he really hasn't been having problems or concerns with the ligamax. He said he is happy with it and will be continuing to use it. That was all the information I was able to get.